Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis no fault was found with the analyzer, it passed its functional tests. (B)(4).

Event description:
It was reported that while using the analyzer on the programmer, the user was unable to get to the atrial radio button on the "current of injury" screen, therefore the user was unable to obtain an atrial current of injury. Both the analyzer and the programmer were returned for service. No patient complications have been reported as a result of this event.